Event description:
The customer reported that during a vaginal hysterectomy, the device jaws became locked on tissue. The device was cut from tissue in order to remove it. The surgeon used clamps and sutures to complete the procedure. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.